Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside of the reservoir. Customer's blood glucose level was unknown. Customer advised they had air bubbles inside of the reservoir which resulted in high blood glucose levels. Customer declined to troubleshoot for air bubbles anomaly and high blood glucose levels. Customer was advised the reservoir will not return for analysis.